Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.

Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, stent thrombosis, myocardial infarction and death occurred. The physician implanted an unspecified size taxus express2 drug eluting stent in an unk location. Post procedure, stent thrombosis and myocardial infarction "resulting in death" occurred. No additional info has been received.